Event description:
It was reported that patient had an initial left total hip arthroplasty on (B)(6) 2010. Subsequently, the patient was revised on (B)(6) 2014 due to iliopsoas impingement. It was noted the cup sat proud. The acetabular cup, liner and modular head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity."

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was able to be confirmed via revision operative notes. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required as no trends were identified. Third party review of the x-ray noted the positioning of the cup results in protrusion of the superior portion laterally. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.